Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had some swelling around the ipg pocket site. The patient was to schedule an appointment with a physician regarding the issue. Attempts to determine the status of the issue were unsuccessful.